Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and foreign material was found at the tip of the catheter when the catheter was removed from the patient. The procedure was completed with no patient consequence. Since the foreign material is within the usable length of the catheter and the type of material is not known, to be conservative, this issue has been assessed as reportable.

Manufacturer narrative:
In the 3500a supplemental that was submitted on october 9, 2015 it stated that the customer complaint cannot be confirmed. However, after an internal review on october 9, 2015, it was found that it should state that the customer complaint has been confirmed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and foreign material was found at the tip of the catheter when the catheter was removed from the patient. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and a clear like material was found covering ring #1. Further information received indicates that the object was noticed during the procedure after removing the catheter from the sheath in the right femoral vein to be placed in the sheath in the right arterial artery. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the particle had a biological composition similar to that showed by human tissue. The catheter integrity was verified and no sharp edges or any other significant visual finding was found that might have contributed to this event. The catheter outer diameters were measured and it was found within specifications. The device was introduced into an instructions for use (IFU) recommended sheath and there was no resistance noticed during the manipulation of the catheter. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Customer complaint cannot be confirmed. It is possible that due to the nature of the biological material, it can be stuck at the catheter tip. However, it cannot be conclusively determined. The root cause does not appear to be manufactured related.